Manufacturer narrative:
Unit had unresponsive button then button error alarmed due to corroded on keypad trace. No battery out limit alarm noted. No numbers ramping on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 53 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.